Event description:
Reference number (B)(4). Event occurred in northern ireland. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted less than one hour. The patient received treatment with bolus via pump, and the event resolved. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: northernireland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress